Manufacturer narrative:
Tracking #.47172. Device not returned for analysis.

Event description:
It was reported the er220 was used during a laparoscopic cholecystectomy. It was reported the third clip fell out of the jaw of the applier as it was telescoping along cystic duct. Surgeon was using wolf 10mm reusable trocars with rubber reducer and trumpet valves for sealing. There was no consequence to the pt.